Event description:
It was reported that during lens insertion, the surgeon noted a bent haptic and capsular defect. There was loss of vitreous and a vitrectomy was performed. The lens was removed and replaced intraoperatively with the sam model and diopter lens. The pt's current prognosis is good and bcva is 20/30. This report is for the pt's left eye. Reference MDR 203124-2013-00029 for the pt's right eye.

Manufacturer narrative:
The lens was returned to b&l for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.